Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
A company representative stated after performing analytical sensitivity studies, the study is not meeting package insert claims. The instrument is being used for investigational use only. No patient samples reported.